Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to deliver inappropriate therapy. Boston scientific technical services (ts) was consulted and was not able to determine if this was caused by an atrial event. Reprogramming options were discussed regarding the pacemaker mediated tachycardia (pmt) episode stored since the pause at the pmt termination algorithm seemed to set up the arrhythmia. No additional adverse patient effects were reported. At this time, this device remains in service.